Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision shoulder surgery was performed on (B)(6) 2018. There was a loosening of the glenoid component with tilting of the pin marker and osteolysis around the pegs. No further information provided by the customer. The device will not return for investigation.